Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "transducer fault." The customer performed a transducer calibration and let the ventilator run for 24 hours. The customer noticed the problem came back and was intermittent. The customer reported that there was no patient involvement.